Event description:
This procedure was performed in the (B)(6). A patient death was reported two weeks post procedure. A (B)(6) year old female called the hospital with a painful leg after a rf venefit procedure approximately 4 days after procedure. The patient was advised to come into the hospital and declined but presented the following day, 6 days post procedure. The patient was seen by the physician and sent home because they did not feel there was a dvt/pe present. The patient returned the next day and was sent to a local acute hospital where it was confirmed that the patient had a pe. The patient was then started on anti-coagulation medication. However, the patient expired during treatment.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplement report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.